Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered three shocks to terminate a ventricular arrhythmia. The health care professional (hcp) consulted technical services (ts) seeking guidance on the shock therapy effectiveness with this right ventricular (rv) lead. Ts advised the device delivered three shocks with a shock lead impedance for each instance with measurements of 76, 73, and 76 ohms. Ts advised after the first shock, the rhythm deteriorated into ventricular fibrillation (vf), the second shock was ineffective to terminate, and the third shock successfully converted the arrhythmia. Ts did note there was a 20 ohms drop in the shock impedance after the shock therapy, decreasing the shock impedance to the mid 50 ohms range, along with the pacing lead impedance decreasing from 420 ohms to 375 ohms, all measurements within range. The electrograms (egms) show the channels are clean and artefact free. Ts provided troubleshooting and suggested the patient be seen in-clinic for further review with lead positioning. At this time, the device and rv lead remain in service. No additional adverse patient effects were reported. Additional information received advised the patient has been scheduled for a procedure next friday with possible defibrillation threshold (dft) testing or a lead revision due to the therapy effectiveness concerns with the current lead placement. At this time, the device and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered three shocks to terminate a ventricular arrhythmia. The health care professional (hcp) consulted technical services (ts) seeking guidance on the shock therapy effectiveness with this right ventricular (rv) lead. Ts advised the device delivered three shocks with a shock lead impedance for each instance with measurements of 76, 73, and 76 ohms. Ts advised after the first shock, the rhythm deteriorated into ventricular fibrillation (vf), the second shock was ineffective to terminate, and the third shock successfully converted the arrhythmia. Ts did note there was a 20 ohms drop in the shock impedance after the shock therapy, decreasing the shock impedance to the mid 50 ohms range, along with the pacing lead impedance decreasing from 420 ohms to 375 ohms, all measurements within range. The electrograms (egms) show the channels are clean and artefact free. Ts provided troubleshooting and suggested the patient be seen in-clinic for further review with lead positioning. At this time, the device and rv lead remain in service. No additional adverse patient effects were reported. Additional information received advised the patient has been scheduled for a procedure next friday with possible defibrillation threshold (dft) testing or a lead revision due to the therapy effectiveness concerns with the current lead placement. At this time, the device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
D6a field correction - implant date updated from (B)(6) 2012 to (B)(6) 2020. Report number: 2124215-2025-54182.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered three shocks to terminate a ventricular arrhythmia. The health care professional (hcp) consulted technical services (ts) seeking guidance on the shock therapy effectiveness with this right ventricular (rv) lead. Ts advised the device delivered three shocks with a shock lead impedance for each instance with measurements of 76, 73, and 76 ohms. Ts advised after the first shock, the rhythm deteriorated into ventricular fibrillation (vf), the second shock was ineffective to terminate, and the third shock successfully converted the arrhythmia. Ts did note there was a 20 ohms drop in the shock impedance after the shock therapy, decreasing the shock impedance to the mid 50 ohms range, along with the pacing lead impedance decreasing from 420 ohms to 375 ohms, all measurements within range. The electrograms (egms) show the channels are clean and artefact free. Ts provided troubleshooting and suggested the patient be seen in-clinic for further review with lead positioning. At this time, the device and rv lead remain in service. No additional adverse patient effects were reported. Additional information received advised the patient has been scheduled for a procedure next friday with possible defibrillation threshold (dft) testing or a lead revision due to the therapy effectiveness concerns with the current lead placement. At this time, the device and rv lead remain in service. No adverse patient effects were reported. Additional information received that dft testing was performed, and the lead remains implanted and in-service. The patient was induced into ventricular fibrillation using 50hz (hertz) burst induction and sensing was appropriate. The first 41j (joule) shock failed, however the second shock was successful. There was no delay to therapy observed. Imaging was performed and the lead and device were in a good position. At this time, the device and rv lead remain in service. No additional adverse patient effects were reported.